Manufacturer narrative:
Additional information: h3, h6, h11 h11: the device was received for evaluation. During functional testing, 'does not detect closed door' was reproduced. A review of the history log revealed multiple "shut door - power off" messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be that the lower latch switch failed. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was not detecting closed door during testing in the biomedical service department. There was no patient involvement. No additional information is available.